Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on 11/20/2016 at 11:30 am with a blood glucose level of 24 mg/dl. The customer was treated for their blood glucose with food by a nurse. The customer was wearing the insulin pump during their hospital stay. The customer was assisted with changing the basal rate and documented the low blood glucose incident.